Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0q0uw, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional, a manufacturer representative, and a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that therapy had never really worked since the date of implant. The patient had tried all of the programs, met with a manufacturer representative three times, and tried new programs but it was unsuccessful. She also met with her healthcare provider twice, who felt there was nothing else to be done, said they guessed it wasn't going to work for the patient, and they were just going to leave things how they were. The patient had been seen many times. She felt stimulation, but it didn't help. None of the programs the patient tried were helpful, and she just shut the machine off. It was later reported that the patient couldn't feel stimulation and it wasn't helping her bladder symptoms. A manufacturer representative met with the patient on (B)(6) 2016 and ran an impedance test. There were abnormal impedances on all four electrodes. The test was run again with increased voltage and expanded pulse width, and the same results were seen. The patient's x-rays were reviewed. Per the healthcare provider, the lead had moved, but it was also noticed that the lead was twisted up in two locations, which could be causing the disconnect between the implantable neurostimulator and the electrodes. They met with the patient and informed her that any reprogramming would not help and she would need a surgical intervention to improve the therapy. Her options included leaving the device, removing it, or revising it. The patient seemed to be leaning toward a revision and a date was set for (B)(6) 2016 if she wanted to move forward. There were no environmental, external, or patient factors that may have led or contributed to the issue and the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.